Manufacturer narrative:
Evaluation summary: the reported condition of "failed incoming inspection, flow high and low" was not confirmed. Inspection of the pump revealed the flow rate of the pump passed the pre-accuracy test. There was no repair necessary on the pump to correct this condition.

Event description:
The facility reported a pump that "failed incoming inspection, flow high and low". The condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.